Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased pacing impedance measurements of greater than 2,000 ohms. A revision procedure was performed and the rv lead was explanted. Approximately three months later, the device was explanted due to upgrade. No adverse patient effects were reported during the procedure.